Event description:
While non-clinical testing of the unit was performed, it was observed that, during one rf cycle, that the unit did not go from on the stby when the foot pedal was released. There was no patient contact or injury.

Manufacturer narrative:
Submission of this information by medtronic under the medical device reporting regulation does not constitute an admission that this information is required to be reported under the regulation, or that the device has malfunctioned, or that there is any casual connection between the performance of the device and any injury or death that may have occurred. This statement should be included with any information disclosed under the freedom of information act. Frequncy and severity statement: co has concluded that the frquency of the reported event is not greater than is usual for the device. During testing, co was not able to duplicate the reported problem. The unit failed testing in a manner unrelated to the complaint, with a failure mode that leads to a safe state (eg. Rf shutdown).